Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator received inappropriate shock therapy. Technical services (ts) indicated that the patient's rhythm was detected in the vt-1 zone and then crossed over to the vt zone. Ts indicated that once the device crosses over from the vt-1 zone to the vt zone, programmed detection enhancements do not continued to be applied. There were no adverse patient effects. The device remains in service.